Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that the patient experienced a stroke after the completion of a transcarotid artery revascularization (tcar) procedure. Magnetic resonance imaging (MRI) revealed depicted bilateral infarcts, which were suggestive of an embolic event. There was no information available regarding the duration of the stroke symptoms from their initial onset. This report is being submitted out of an abundance of caution, as it is unclear if the adverse event was caused by the procedure, patient response or the manufacturer's device.